Event description:
It was stated that a red screen and indicator appeared at the top showing "46510" as well as other numbers that appeared. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to a faulty printed writing assembly (pwa). As a result, the pwa was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.